Event description:
It was reported that during an ivc filter deployment procedure, both marker bands detached from the dilator and were identified in the ostium of the intercostal vein near t11. The filter was deployed successfully and there was no attempt to retrieve the marker bands. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.